Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The bag/vent switch and the electrical switch were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to bag mode to maintain ventilation. There was no reported patient injury.